Manufacturer narrative:
No further follow up attempts will be made as multiple attempts were made to collect the missing information and the removal status of the sensor could not be confirmed.

Event description:
On 16 may 2024,senseonics was made aware of an incident where user reports an unsuccessful removal attempt of the sensor as the hcp couldn't get hold of the sensor with the forceps because of the scar tissue around the insertion site.no additional information could be collected due to lack of response from team.